Event description:
Blade broke while distributor was demoing the unit. The tip of the blade broke while the doctor was using the blade on the training head.

Manufacturer narrative:
Confirmed customer complaint broken tip. Safety alert notice c/r (B)(4) issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.